Manufacturer narrative:
The subsidiary quality tech could not duplicate the reported issue, however, he did confirm that there was damage on the tip of sensor (yellow). Eval is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, a "not attached" error message occurred. The user changed the disposable adhesive pad three times, but alert did not clear. The device was not changed out as the user finished the case with this unit. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.